Manufacturer narrative:
Section d4 & h4: additional information: manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. A review of the submitted log files from on (B)(6) 2020 and from on (B)(6) 2020 found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate ii lvas IFU lists device thrombosis, bleeding (perioperative or late), driveline infection, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU outlines indications of pump thrombosis as well as how to respond to such events. This document also contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Additionally, the heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent infection. The IFU outlines how the sealed inflow conduit is placed utilizing left ventricle (lv) apical cannulation with the pump positioned inferior to the diaphragm and how the sealed outflow graft is attached to the ascending aorta. This document also states that elevated ldh levels without clinical signs of hemolysis could be a potential sign of pump thrombosis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspected pump thrombus coupled with rectus sheath bleed. The patient also presented with a driveline infection. A suspected cause for the thrombus was pump position due to changing body habitus. Intermittent but not sustained power spikes were observed. The patient had an echocardiogram and right heart catheterization which presented less evidence of offloading than expected. The patient was treated with dipyridamole and a full dose of aspirin. The patient's inr target was increased. The plan of care was to stabilize the bleed and increase anti-thrombus regimen as tolerated, as well as to control afterload to allow for better pump offloading. The site noted a concern for increasing ldh levels. Analysis of the log file found no abnormal alarms or events. The pump power/flow trend lines appeared to be in a downward trend with increasing trend in pulsatility index (pi).